Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Universal handle quick release no longer works properly. Update 01/28/2015 product has been returned. The original complaint was the quick release no longer worked properly. Upon further investigation of the product, it was noticed the instrument's retractor pin is actually broken. This will change the MDR decision.